Manufacturer narrative:
Initial and final MDR (B)(4) - device 4 of 4.

Event description:
Reference number (B)(4). Event occurred in united states. It was reported that patient faced infusion set leakage event on (B)(6) 2024. The leakage was at infusion set. The infusion set was in use for 6 hours. No further information available.